Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead.

Event description:
It was reported that there were non-sustained ventricular tachycardia (nsvt) and non-sustained high rate episodes with oversensed noise causing inhibition of pacing. The physician suspected some possible external interference; however, after questioning the patient it was not possible to identify potential sources. The sensitivity was reprogrammed. The rv lead and device remain in use. No patient complications have been reported as a result of this event.